Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The planned non-emergency procedure was aborted and scheduled for a later day. The customer deleted old images, however the reported issue was not solved. A philips field service engineer (fse) visited the site, checked the logfile and confirmed that the system displayed the error message: ¿low free disk space¿ which prevented exposure. The fse solved the issue by recreating the image disk and performing a database consistency check. After the image disk recreation and consistency check, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Device problem code was corrected.

Event description:
It was reported to philips that the system displayed the message image disk space too low.the device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.